Manufacturer narrative:
Analysis of cyberonicbu.cdb file. A "watchdog" timeout of the internal generator software is suspected, but this software function did not cause or contribute to a death or serious injury. A "watchdog" timeout is designed to trigger as a safety function when pt has been exposed to continuous stimulation and performs an automatic software reset.

Event description:
Reporter indicated a pt's generator was set to zero during interrogation at an office visit. The reporter also stated the pt did not feel some magnet swipes. The pt's settings were reprogrammed. The pt was asymptomatic. The pt was seen the next day and upon interrogation the reporter received messages on the handheld computer of "the system is not stimulating now" and then "contact cyberonics". The reporter then pressed "ok". A screen came up: "go back to 0 ma oc -> press ok". After this, a new interrogation was done and the device was back at the original settings of 0.25 ma output current and 0.50 ma magnet output setting. The reporter was concerned that the generator may not have been stimulating since it was originally activated the day of implant. Analysis of the flashcard file cyberonicsbu.cdb is in progress.